Manufacturer narrative:
During inspection and testing, the adhesive on the objective lens was deteriorated due to chemical and/or physical stress. In addition, the insertion tube rotated due to the fixing screws coming off and the connector was damaged due to excessive stress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer returned the loaner device for inspection and testing. There were no defects of the subject device reported when it was returned. During inspection and testing, the adhesive on the objective lens was deteriorated. This report is being submitted for the malfunction found during evaluation (deteriorated adhesive). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, the repair center found the following. Object lens glue was deteriorated by reprocessing. Defect of control section. Plug unit at slave side was damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause was not specified. There was a possibility that the event caused by stress to the distal end from outside the device or chemical attack by chemical solutions. The event can be detected/prevented by following the instructions for use which state: operation manual, 3.3 inspection of the endoscope_inspection of the endoscope, 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. Operation manual and reprocessing manual, important information ¿ please read before use_precautions, do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.